Event description:
Information received indicated the emergency trend function was not operating.

Manufacturer narrative:
The hill-rom technician replaced the emergency trend valve to resolve the issue.